Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was over delivering. The blood glucose level was 40 mg/dl at the time of incident. The customer's blood glucose was 250 mg/dl at the time of call. The customer was treated by food. The customer alleges the insulin pump was over delivering. It was stated that the programming was correct. The product will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test at 0.08675 inches.